Manufacturer narrative:
Approximately eleven months prior to consenting to be part of the xenmatrix ab study, the patient had undergone ventral hernia repair and was implanted with a bard/davol ventralight st hernia patch. There is no connection that can be made at this time between the reported post-operative complications (infection, abscess) and any problem with the bard/davol ventralight st hernia patch used to treat the patient. The products are provided to the customer in a sterile state. The study subject is an elderly patient with a complicated medical / surgical history that includes, diabetes, obesity, and prior abdominal wall surgeries. Infection is a known inherent risk of surgery. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." No definitive conclusion can be made at this time. Should additional information is provided, a supplemental emdr will be submitted. This emdr documents information associated to the bard/davol ventralight st hernia patch, an additional emdr was submitted to document information associated to the bard/davol xenmatrix ab graft. Note:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a post operative infection associated to a bard device that was implanted approximately one year prior to the clinical study and explanted at the time the clinical study device was implanted. (B)(6) 2016 - the patient underwent exploratory laparotomy with ventral hernia repair with implant of bard/davol ventralight st hernia patch (this procedure was prior to the xenmatrix ab clinical study). (B)(6) 2016 - the patient underwent surgery for incision and drainage of abdominal wall abscess due to surgical site infection/abscess. (B)(6) 2017 - the patient was implanted with the xenmatrix ab graft during a hernia repair procedure. The hernia site classification is noted as a class iii (contaminated). An intraperitoneal without component separation technique was performed. The defect measured 12cm in length and 8cm in width. The graft was trimmed and a 5cm graft overlap was maintained around the hernia defect. This was a midline hernia located in the umbilical and infraumbilical area. A long-term absorbable monofilament suture was used with 15 fixation points. The previously implanted bard ventralight st hernia patch was explanted during this procedure. Two drains were inserted in the left lower quadrant and one in the right lower quadrant. (B)(6) 2017 - subcutaneous drain placed in the right lower quadrant was removed. (B)(6) 2017 - the patient was discharged from the hospital. (B)(6) 2017 - retro-rectus drain placed in the left lower quadrant was removed. (B)(6) 2017 - the patient was diagnosed with pneumonia and treated with intravenous "vanc/ctx" in emergency department and then transitioned to levofloxacin to be received orally for a total of 7 days. (B)(6) 2017 - the patient was discharged from hospital after being treated for pneumonia. (B)(6) 2017 - subcutaneous drain placed in the left lower quadrant was removed. (B)(6) 2017 - pink serous drainage was noted at the incision site. (B)(6) 2017 the patient experienced a seroma and wound dehiscence. Two small openings with serous drainage and openings were packed, no action was taken with the study device, which remains in vivo.